Event description:
It was reported that the patient had been under general anesthesia for the second stage procedure to implant the implantable pulse generator (ipg) and connect it to the already implanted lead. During this ipg implant procedure, the physician discovered swelling and pus at the lead site. As a result, the ipg implantation was cancelled, and the patient was administered antibiotics. The patient was expected to make a full recovery. The serial and lot numbers of the lead cannot be obtained despite good faith efforts. The explanted lead will not be returned as it was discarded by the medical facility.